Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. There was a helium leak in the fill manifold, so the helium reservoir assy (0997-00-0565) was replaced. For the touch screen issue, the touchscreen was replaced (0160-00-0123). The safety disk and batteries were replaced as they were due to expire. The fse also replaced other ppm parts. The fse then completed a pm to factory specification. The unit passed all functional and safety tests according to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a helium leak and touch screen issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 event site telephone was shortened due to character limitations. The complete number is (B)(6).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).